Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta leaked this is a complaint about diprivan leakage. There was a problem with the connection to the female luer and the diprivan leaked out. Details are being confirmed.